Manufacturer narrative:
The manufacturer received information alleging a "breathing machine shorted out at the 240v connection lead into the machine burnt out and smoked up" on the device. Additionally, "the machine buzzed when it was turned on each time. The terminal and end of cord is completely burnt out and unusable." The patient alleging "the cord crackle and sparked once plugged in and turned on. Began to smoke so it was instantly turned off. Burned tissue box in close proximity." The patient confirmed there was no flames; just a "smoky odor". The patient confirmed that the device was plugged into a "power strip" and there were no other devices plugged into the same "power strip". There is no allegation of serious or permanent harm or injury. The philips investigation lab (pil) completed the investigation into this issue. There were some visual defects found near the ac power inlet connector located on this device. The ac power was applied to the device without issues and the event logs were downloaded from the device. The event logs were downloaded and evaluated but found nothing to indicate an issue with the device. The device was tested using therapy with the daytime prescription using the existing settings and the device operated properly. The battery door was removed and there were dead insects in the battery bay located under the internal battery of the device. There was no evidence of thermal damage for this device. The pil concluded that this device operates as designed. The pil suspects that thermal damage was limited to the power cord, which was not returned with the device.

Event description:
The manufacturer received information alleging a "breathing machine shorted out at the 240v connection lead into the machine burnt out and smoked up" on the device. Additionally, "the machine buzzed when it was turned on each time. The terminal and end of cord is completely burnt out and unusable." The patient alleging "the cord crackle and sparked once plugged in and turned on. Began to smoke so it was instantly turned off. Burned tissue box in close proximity." The patient confirmed there was no flames; just a "smoky odor". The patient confirmed that the device was plugged into a "power strip" and there were no other devices plugged into the same "power strip". There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.